Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported false positive architect stat troponin-I assay results for one patient. The customer provided: sid (B)(6) initial = 0.794 ng/ml, repeat 0.004 ng/ml (healthy patient range 0.013- 0.033 ng/ml). Customer stated the physician was questioning the initial results as the repeat was more consistent with the patient¿s subsequent results. There was no reported impact to patient management.

Manufacturer narrative:
The evaluation of the customer¿s issue included a search for similar complaints, review of the complaint text, trending data, labeling, device history records, and historical performance of reagent lot 86306un20. A ticket search for the complaint lot did not identify increased complaint activity related to the falsely elevated patient results. A review of ticket trending data for the architect stat troponin-I was performed with no trends identified for patient results. Labeling was reviewed and found to adequately address the issue. The historical performance of the complaint lot was evaluated using world wide data. Patient data was analyzed and compared to an established control limit which was within limits. No unusual reagent lot performance was identified for complaint lot. Device history record review was performed on the complaint lot, which did not show any potential non-conformances, deviations, or non-conformances. Based on all available information no systemic issue or product deficiency was identified.